Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s therapy had not worked since their hip replacement surgery in (B)(6) 2012. The patient stated that they had two hip replacement surgery procedures. It was noted that for the second procedure they did not give the patient an epidural. It was further noted that the patient received an epidural for the first procedure (B)(6) 2012. It was noted that the patient told ¿them¿ not to give the epidural and since that procedure the pain stimulation therapy had not worked. The patient stated that they were feeling a lot of pain in their back lately and they did not want to ¿go on dope.¿ the manufacturer representative inquired if the patient had seen a healthcare professional (hcp) regarding their stimulator not working and the patient stated that ¿no one would see him.¿ the patient stated that no doctor in their city would help them. The patient stated that they called the office of the hcp but they would not connect him to the doctor. The manufacturer representative inquired if the patient was formally dismissed by the doctor and the patient stated yes and then no. The patient wanted to contact the manufacturer representative that used to help them as they were ¿great.¿ the patient did not have a following hcp. Additional information was requested but was not available at the date of this report.